Manufacturer narrative:
Conclusions: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. No bulging could be detected; due to the broken housing the inside pressure might have escaped and the deformation decreased. This is a combined intial and final report.

Event description:
Reportedly bulging dacapo powerpacks were returned showing a broken housing with electrolyte leakage. Currently, neither patient contact to battery chemistry nor any injuries have been reported.